Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion for kyphosis a snapping sound was heard when inserting the screw. When the screwdriver was removed from the screw, the tip of the screwdriver broke off and became lodged deep inside the screw head. The surgeon tried to remove the broken part, but it did not come out, so the surgeon removed the screw together. A replacement screw was inserted using a different screwdriver, and the surgery was completed with a delay of approximately 30 minutes. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the xpdm quick-con si poly scwdrvr tip is broken the broken fragment was returned stuck in the mating hole of the cort fix confirming the reported allegation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the eexpedium® 5.5 titanium surgical technique guide states de following: step 1: place the t20 driver tip into the t20 feature in the screw shank. Step 2: slide the screwdriver sleeve down and thread into the head of the screw. Step 3: to adjust the screw height, rotate the handle counter-clockwise. Step 4: to disengage the screw, unthread the screwdriver sleeve. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr, was conducted identifying that lot number mi26616 released in one batch. Batch1: lot qty of 52 units were released on jan 15, 2013 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.